Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) states that the deflation mechanism is no longer responding to the button click. Inflation works normally, but the patient must manually deflate the implant. The ipp is currently implanted. There were no patient complications reported.